Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, smoker, periodontal disease, local infection/subacute chronic osteitis, immediate implantation, infection, mobility.